Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false atrial fibrillation (af) due to ectopy. It was also noted that premature atrial contractions (pac) were present. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.